Manufacturer narrative:
A line interface 2 printed circuit board (pcb) and flash drive were returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup, the oxygen sensor in a 980 ventilator failed. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and found the o2 sensor was partially disconnected. The se reconnected the o2 sensor and performed calibrations, extended self-testing on the device and all tests passed